Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump was continuously beeping. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "beeping with error codes appearing". Visual inspection revealed pump to be in fair condition with a missing nub, bleeding lcd, and a cracked screen. Inspection of the pump's event log revealed no evidence of customer's reported problem. The device was started in application. Problems were found with the device double beeping with a cassette attached due to the missing nub. The downstream sensor, bleeding lcd and cracked screen were all replaced. What caused the reported problem was the downstream sensor. Who caused the reported problem is unknown. Review of the device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.